Manufacturer narrative:
The post market clinical staff reviewed the provided medical records information and it appears that on (B)(4) 2014 the patient was diagnosed with peritonitis. Peritonitis is a known complication of peritoneal dialysis and is usually the result of a break in aseptic technique. The patient complained of abdominal pain for 3 to 4 days prior to being diagnosed and experienced difficulty draining the total amount of pd fluid instilled due to fibrin in his catheter. There is no history of device malfunction. The event of peritonitis may have resulted from user error and will be reported as a serious injury MDR. The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis patient's wife reported her husband was in drain 5 of 5, and only drained 832ml of expected 2000ml. The cycler was not draining and there were no alarms and could not see any air bubbles. The pin was not pushed in and they adjusted the patient and asked him to stand up to increase the flow. The patient was still not draining, so they tried to reset the cycler. In follow-up with the patient's nurse it was reported the patient had peritonitis on (B)(6) 2014 and that was why he had drain issues. Nurse stated the patient was not hospitalized. The peritonitis was treated at the clinic. On (B)(6)2014, the patient presented to the peritoneal dialysis (pd) clinic for a routine care plan meeting with his physician and the rest of his healthcare team. The patient stated he was very weak. The patient also complained of abdominal pain for 3 to 4 days and his abdomen was tender to palpation. He was having difficulty draining his catheter that same morning. A large piece of fibrin was extracted from his catheter with a syringe. His catheter was then flushed and drained without difficulty. The patient's effluent pd fluid was cloudy and was sent for culture, gram stain, and cell count. The patient was given 1750 mg of fortaz intraperitoneally (ip) and 1750 mg of ancef ip to dwell for 6 hours. The patient was educated on how to mix antibiotics into his pd fluid at home. The patient's wife reported that the patient had his cycler replaced and it was found to be a result of the patient draining poorly from his catheter due to fibrin. The pd fluid culture results from (B)(6) 2014 revealed: many wbc with no organism seen. The gram stain showed gram positive cocci in clusters. On (B)(6) 2014, the patient's ip antibiotics were changed after the culture and sensitivity was received. The pd fluid culture results from (B)(6) 2014 revealed: many wbc with no organism seen. The gram stain showed gram positive cocci in clusters. On (B)(6) 2014, the patient's ip antibiotics were changed after the culture and sensitivity was received.